Event description:
It was reported that the device broke in half during diagnostic laparoscopy. Broken part was retrieved with hemostats. It was later reported that there was no patient injury. Another device was in the room and available to complete the case. The event caused a delay of 10 minutes to find the broken piece, but the outcome of the case was successful. A grasper had been inserted into the device at the time of the break.

Manufacturer narrative:
Final device investigation found that the device returned was an ethb5lt. The distal half of sleeve was broken off and returned with the device. The obturator was not returned. The separation joint of the sleeve appeared smooth. The device was returned with two packages for ethcb5lt models with lot numbers 1664984 and 1668699, both with expiration dates of 04/01/2014.